Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with r-wave over-sensing and the atrial lead had oversensing noise. Programming changes were made to restore normal parameters. The patient was stable.